Event description:
Pt reported that back to back tests performed on the surestep meter using separate finger sticks were 100, 157 and 171 mg/dl (50% difference). No symptoms were reported. Control solution test result (122) was in range (86-130). Lfs representative reviewed importance of cleaning and using test solution. There was no allegation of harm.